Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer had high blood glucose level was 524 mg/dl at the time of the incident and current blood glucose level was 247 mg/dl. The customer was treated with needles. The customer had severe highs and severe lows, has been hovering in the 300 ¿ 400 mg/dl and customer was bolusing with needles. The customer declined to check for the presence of leaks or air bubbles in the reservoir. The pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08725 inches. Unit received with minor scratched display window and case.